Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited low impedance and noise. No interventions were performed and the lead remained implanted. No patient symptoms were reported and the patient would be monitored.